Event description:
Patient's daughter contacted dexcom on (B)(6) 2015 to report patient's death. Dexcom followed-up with the patient's doctor's office and was informed that the patient was admitted to a hospice in (B)(6) 2014. The date and cause of death were not provided. There was no alleged device malfunction. No additional event information is available.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. An official cause of death was not reported. Diabetes mellitus is a known cause of death.